Event description:
It was reported that a patient presented with back-up vvi noted due to hardware issues noted on the implantable cardioverter defibrillator. Back-up defibrillation was lost. No information regarding intervention or adverse patient consequences were reported.